Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. Catalog number is unknown. UDI information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm was caused by the cassette on two pumps. No patient injury was reported.